Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Complaint conclusion: as reported by the field, prior to surgery, outer packaging of a cerebase straight distal catheter (gs9090sd, 31375556) was inspected and found it was in good condition. The physician opened the outer packaging; it was found that the luer hub had been broken off the device. The cerebase was not used in the patient. A new device was switched to complete the surgery. Additional event information received on 17-jan-2025 indicated that the outer package was opened and no problem was noted, the device was not removed from packaging. One photo accompanied the complaint file. In the photo, the proximal end of the cerebase was shown, and the luer hub can be seen broken with a missing piece, as if the hub was cracked; the rest of the device is not shown in the photos, therefore, no other damages can be observed. The device was returned to j&j medtech for further evaluation. A non-sterile gs 90, 90 cm, straight, distal was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the hub was noted to be cracked. A manufacturing investigation was requested. - ft-ir analysis: in conclusion, the infrared (ir) data clearly indicates that the hub is composed of a polycarbonate based material. Additionally, comparative tests conducted with control hubs revealed no significant differences among the samples. Further supporting the consistency of material composition. This analysis emphasizes the reliability of the polycarbonate as the primary component of the hub while highlighting the uniformity across different samples. -manufacturing investigation: the catheter associated with the complaint was reviewed by the product engineering team (pet) and the process assurance laboratory (pal). The inspection confirmed that the luer hub was cracked near the thread proximal area. The potential causes of failure are improper drying of the material or the use of incorrect material. However, during the confirmation of manufacturing controls, it was verified that the correct material and drying time were properly documented on the device history record (DHR). Therefore, no additional actions are required in the manufacturing process. The residual risk for this failure mode is classified as bar (low). Following the manufacturing investigation and review of the relevant dhrs, it was confirmed that all manufacturing controls related to hub visual inspection were carried out. According to the risk assessment, the hub failure mode is effectively mitigated under the normal manufacturing process. The j&j medtech process includes mitigations for the identified failure mode, and no gaps in the manufacturing process were found. Risk documentation was reviewed to determine if there is a potential cause related to hub manipulation during the surgical procedure. According to the risk documentation hub damage is a potential failure that can occur during device handling when attaching the catheter to the rhv. This damage may lead to a surgical delay. - conclusion: the investigation confirmed that all process steps, material handling, machine setup, and inspection activities were carried out in accordance with approved procedures. Additionally, personnel involved with the affected lot were properly trained and certified. No deficiencies or deviations in the manufacturing process were identified. Based on the evidence gathered, it is concluded that the reported issue is not related to manufacturing. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(4). One photo accompanied the complaint file. In the photo, the proximal end of the cerebase was shown, and the luer hub can be seen broken with a missing piece, as if the hub was cracked; the rest of the device is not shown in the photos, therefore, no other damages can be observed. A manufacturing record evaluation was performed for the finished device 31375556 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the luer hub being broken was confirmed based on the damaged condition of the luer hub observed in the photo provided. This investigation was performed based only on the photo provided, if the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, prior to surgery, outer packaging of a cerebase straight distal catheter (gs9090sd, 31375556) was inspected and found it was in good condition. The physician opened the outer packaging, it was found that the luer hub had been broken off the device. The cerebase was not used in the patient. A new device was switched to complete the surgery. Additional event information received on 17-jan-2025 indicated that the outer package was opened and no problem was noted, the device was not removed from packaging.